Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.

Event description:
It was reported that during inspection on an unknown date, the devices were found to be nonconforming, and the product tip was caught in the sealing area. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete and there is no additional information available.